Event description:
The hcp reported, the event as "pump failure" - pump stopped working; possible battery depletion. The manufacturer's representative confirmed a pump stall. No patient symptoms were reported. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes avail.

Manufacturer narrative:
This device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.